Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for embedded fm with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had foreign matter in tube; biological and nonbiological before use. This event occurred 1000 times. The following information was provided by the initial reporter: the customer noticed "black point foreign matter."